Event description:
I used fixodent & poly-grip from approximately 1999 to date. While I was using them, I began to experience numbness and tingling in my extremities. In 2006, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Pain in my hands, feet, and legs is 24/7. I can't walk without a walker or I will fall down. Dose: denture cream. Frequency: 2-3 daily. Route: oral. Dates of use: 999 -to date. Diagnosis: denture adhesive cream. Event abated after use stopped: no.